Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) evaluated the unit and verified the reported issue. The fse found the wheels would not retract fully, removed the instrument cover and discovered the wheel assembly was fractured. The fse replaced the wheel assembly and ran test. Verified all calibration and functional test per manufactures specification. Returned the unit to customer.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) wheel base was inoperable.there was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.